Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that screw snapped on pelvic array while tightening. Case type: tha. Surgical delay: 15 minutes. Update: "yes the patient was under anesthesia but there was no patient involvement." Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA: 2127499 has been raised for the same. Product history review: review of the device history records indicate 30 devices were manufactured and accepted into final stock on 12-01-2011 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 112230, lot: 19060811 shows 2 additional complaints related to the failure in this investigation. (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Screw snapped on pelvic array while tightening. Pictures available if needed. Case type: tha. Surgical delay: 15 minutes. Update: "yes the patient was under anesthesia but there was no patient involvement."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw snapped on pelvic array while tightening. Pictures available if needed. Case type: tha. Surgical delay: = 15 minutes. Update: "yes the patient was under anesthesia but there was no patient involvement."